Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following cardiac intervention, the pulse generator exhibited backup vvi mode. A software download restored normal device function.